Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Additionally, during testing the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and ok key contacts. Evidence of corrosion was found on the force sensor components. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a keypad button response issue with evidence of contamination under button contacts and evidence of corrosion on the force sensor components. This report is made based on results of investigation completed on 10/15/2013. There was no adverse event associated with this complaint.